Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty sensor resistor. Unable to perform occlusion and excessive no delivery test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 600 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.